Event description:
It was reported that the ilet displayed repeated ¿restart 65¿ alarms despite multiple restarts and supply changes, leading to determination that a replacement was needed and that the device was no longer water resistant, with the user advised to maintain backup therapy and subsequently electing to discontinue use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem, and a mechanical problem was identified based on user reports. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.